Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-aug-28. It was reported that the cause of the flipped pump was unknown.

Event description:
On (B)(6) 2017 crts (B)(4) x2 (hcp, rep): information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that a poor communication icon was seen on (B)(6) 2017. They tried with and without the antenna on the first personal therapy manager (ptm), then they tried a second ptm that the office had with a brand new antenna, however neither of them could connect to the pump. It was stated that the office was closing and the hcp did not have time to do further troubleshooting when it was suggested to interrogate the pump with a physician programmer. It was noted the pump was deeply implanted and could be flipped, so that was a possibility for why they could not get communication. The rep should come on (B)(6) 2017 to check the ptm out and do further troubleshooting. No out of box failure was reported. It was noted the patient was unable to get boluses, however no specific symptoms related to this were stated. It was later reported that the pump was confirmed to be flipped and the doctor manually flipped the pump back in the correct orientation. The ptm and physician programmer were then successfully communicating with the pump. No further complications were reported or anticipated.